Manufacturer narrative:
These events occurred on unspecified dates in (B)(6) 2021. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access ports of four (4) clearlink system extension sets were leaking. These events occurred during unspecified process steps for ¿propofol drips¿. There was no patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a diagram of the sample was provided for evaluation. The diagram was visually inspected and showed where the defect was present in the y sites-clearlink. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.